Event description:
It was reported that the catheter had shards of roughness on the catheter shaft causing the patient to bleed. The bleeding caused the patient to have an infection which had to be treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management including urine drainage, collection and measurement. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Do not reuse. Not made with natural rubber latex. Not made with pvc. Do not use if package is damaged. Sterilized by ethylene oxide." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.